Manufacturer narrative:
N/a.

Event description:
The following has been reported: customer reported or fk representative: "pump displayed a "service needed" pump error screen during the go live rollout event. There is no known patient harm or a delayed infusion associated with this issue. The pump was taken out of service and should be treated as an out of box failure. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.